Manufacturer narrative:
Date of event-unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -17.0/+2.5/110 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2020. The surgeon reports temporal iris atrophy-mydriasis aspect and iris pigment dispersion. The patient complains about the quality of vision.